Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that the pump alarmed for air in line and the user opened the door to address the issue. Within minutes of starting the infusion again, the user observed a leak from near the accuslide. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of leakage from accuslide was confirmed. Visual inspection of the set noted vertical crack and craze marks to the body of the acculside component. Pressure testing confirmed leaking from a vertical crack across the accuslide component. The root cause of the customer¿s report was identified to be a combination of parameter settings during the ultrasonic welding process of the component.